Manufacturer narrative:
The device was returned to the resmed technical services in (B)(4) and a preliminary eval was performed. The eval confirmed the reported failure and found the root cause to be flexible cable. The device is being sent to the design facility in (B)(4) for an engineering investigation. There was no adverse event reported for this incident. (B)(4).

Manufacturer narrative:
The astral device's heated flex cable and heater flex circuit board (pcba) were returned to resmed's design house for an extensive engineering investigation was performed. Performance testing confirmed the reported heated flex cable did not heat. The investigation determined that the flex cable heating was due to an isolated component failure in the main circuit board (pcba). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
(B)(4).